Manufacturer narrative:
One smiths medical medfusion pump was returned with a chipped out on lower left front corner of top case. Event log history was performed and indicated that motor not running was recorded in history. During analysis motor not running was found at occlusion test. Service realigned main board also replaced motor bracket, worm gear, leadscrew and clutch halves for normal wear. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that the motor of a smiths medical medfusion pump was not working and issues with the top case were noted. No adverse effects were reported.

Manufacturer narrative:
H6) additional information was received indicating that the reported event occurred during testing; there was no patient injury.